Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had replaced circulation and mixing pumps acquired from parts source, but the arctic sun device was failing calibration for low flow. A check of bypass flow showed inlet pressure (ip) was at-7 and circulation pump command (cpc) was at 34 percentage, flow rate was at 1.3 lpm. Discussed this sounds like the bypass screw needs adjustment and suggested a depot assessment to evaluate the performance of the parts source pumps and the bypass flow.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. Control panel serial number does not match serial number of the unit. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had replaced circulation and mixing pumps acquired from parts source, but the arctic sun device was failing calibration for low flow. A check of bypass flow showed inlet pressure (ip) was at-7 and circulation pump command (cpc) was at 34 percentage; flow rate was at 1.3 lpm. Discussed this sounds like the bypass screw needs adjustment and suggested a depot assessment to evaluate the performance of the parts source pumps and the bypass flow. Per sample evaluation results received via task on 01nov2024, it was reported that the control panel serial number did not match serial number of the unit.